Manufacturer narrative:
The hospital forwarded the logs to gehc for review. It was recommended to the customer that, if the reported fault recurs, the anesthesia control board should be replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.